Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. But omsc found another reportable malfunction in olympus korea report. The subject device had not been able to power up due to the printed circuit board failure when olympus korea conducted the evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus korea, omsc concluded that the reported phenomena were attributed to the following cause; the reported phenomena were; the subject device could not power up; the image of the subject device was not displayed. The cause is; the cause of those malfunctions is that the printed circuit board of the subject device was failed. This failure of the subject device might have occurred due to aging deterioration due to passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure of the subject device which occurred no video output. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was no image on the subject device during the preparation for use. There was no report of patient injury associated with this event.